Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a recent holter report indicated that the patient's implantable pulse generator (ipg) was exhibiting one dropped beat every hour. Reprogramming was performed for right ventricular sensitivity. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated right ventricular pacing pauses. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was admitted for intermittent giddiness, lethargy and complete heart block. The patient had no further dizziness or syncopal spells but complained of a fleeting "sinking" feeling occurring several times during the day. No further patient complications have been reported as a result of this event.